Event description:
Boston scientific crm received information that this right atrial (ra) exhibited loss of capture and sensing. The lead had dislodged from its position in the atrium. A lead revision procedure was performed in which the lead was repositioned. The following day, the lead dislodged a second time. Another lead revision procedure was performed. The lead was explanted and a new bsc lead was implanted.